Event description:
It was reported that the patient was undergoing a catheter revision. At the time of report, the reporter was in the operating room. Additional information had been requested.

Manufacturer narrative:
Product ID: 8596sc, serial# unknown, product type: catheter. Product ID: 8709, serial# unknown, product type: catheter. Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).